Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional actions or outcomes were documented.